Event description:
It was reported that at the initial interrogation of the pacemaker measured data was 2.73 v, 17 ua, and 2.2 k with an estimated remaining longevity of 2.5 to 2.75 years. The base rate was reprogrammed from 55 to 60,thresholds were adjusted, and measured data was again obtained showing 2.75 v, 17 ua, and less than 1 k with an estimated 6.5 to 6.75 years remaining longevity. An estimated longevity of 1.5 years was calculated based on cell voltage and current drain.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.